Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was successfully deployed; however, the distal end of the control wire broke off from the device and fell inside the patient. Reportedly, the yoke also detached into the patient. The detached piece of the control wire was retrieved successfully using boston scientific rj4 biopsy forceps, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.